Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received. Valve. During the sample evaluation the inlet ports as well as the anti-reflux valve were inspected to identify any damage or occlusion and were found in good condition. Cut in the perimeter/ports seal of reservoir during sample evaluation the perimeter of reservoir was visually inspected around tubes area and "cuts" due to trim tube process were not observed. Bag perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, however, the bag did inflate. It means that there is a potential damage on the film of the reservoir. Additional, visual inspection was performed, a cut was detected in the back of the bag in the bottom side. Therefore, the defect on reported event is confirmed. However as per sample review, the section of the reservoir bag that has a cut is the lower right area on the front of the bag that is not near the ports cut area which is the only potential cause of the cuts. In addition, vacuum and leak test is performed 100% at every single part to detect any leak or failure related to reservoir seal. Based on the present analysis, it is determined that the reported complaint is confirmed but not related to manufacturing process. It's considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturing control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. What was the reported issue with the drain? No issue was reported about the drain. Did the drain function as intended? Yes. Is there any damage to the drain? No. Was a new drain required to be placed surgically into the patient? No. Were there any adverse patient consequences? There were no adverse consequences to the patient. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. What is the lot number? No further information is available. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. How was the case completed? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. What was the reported issue with the drain? Did the drain function as intended? Is there any damage to the drain? Was a new drain required to be placed surgically into the patient? Were there any adverse patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic procedure on and a reservoir was used. There was damaged, and drainage leaked. Further details are not provided. There were no adverse consequences to the patient.